Event description:
It was reported that after several inflations in an a-v fistula, the pta balloon ruptured at rpb and then could not be retracted through the introducer sheath. The balloon catheter and sheath were removed together as a single unit. There was no report of pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for corporate lot number gfvi3796. The device was returned. The investigation is confirmed for material rupture and retraction difficulties based upon the condition in which the sample was received. A circumferential rupture was observed on the balloon and the guidewire lumen showed signs of stretching (i.e lighter purple color). It is likely that the lumen was stretched during the user's attempt to retract the catheter from the sheath. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event.